Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery, low reservoir or excessive no delivery alarms noted. The pump had a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had problems with no deliveries. The insulin was able to exit during troubleshooting and it was found that the alarm was caused by an infusion set/reservoir occlusion. The customer also had a high blood glucose value of 500 mg/dl. The customer declined troubleshooting for their high blood glucose. The customer was trying to give herself a bolus. Additionally, it was noted that the customer also received an unexpected restart alarm on her old insulin pump. The customer will return the device for analysis.